Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. Blood glucose level at the time of the incident was 140 mg/dl. The customer did not recall any events leading up to this issue. The customer was advised that the insulin pump would be replaced; customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No stuck button alarm during testing. The device passed leak test. No unlocked keypad connector during visual inspection. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.